Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, local infection / subacute chronic osteitis, preceding/simultaneous bone augmentation, bone resorption, infection, mobility.